Manufacturer narrative:
The complainant facility returned one f160nre dialyzer for eval from the reported lot. The dialyzer was returned without the prepackaging pouch and was returned with corporate provided blood port caps and adapter caps. The fibers were met with some indication of blood contamination in the screw flanges and fiber bundle. Gross visual examination of the returned sample did not identify any defects or abnormalities that would have caused the reported failure. The dialysate ports were undamaged and without defect. The screw flanges were assembled properly and fully engaged onto the housing; the silicone o-rings within the screw flanges were seated correctly and did no present any damage. The polyurethane material remained intact. The polycarbonate molded components did not posses any damage or defects that would have caused improper mating between parts or affected the physical integrity of the dialyzer unit. The reported complaint is confirmed. The returned sample was subjected to a lab bubble point test where an internal leak could not be observed due to coagulated blood within both screw flanges. The complaint investigator then subjected the dialyzer to a destructive disassembly in order to better determine the cause of the reported internal leak. The bundle was removed from the dialyzer housing; the investigator was able to isolate and visually confirm a short fiber at approx 0.0 degree with the dialysate ports at 0.0 degree. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysis. Test strips have used to confirm and the machine alarmed. Estimated blood loss was 350cc. The pt had no adverse effects and no medical intervention was required. The physician sent the pt home with only an hour left of her treatment. The pt returned the next day to resume treatment. The sample is available for the MFR's eval.